Event description:
It was reported that during the evaluation of a loaner unit on 13jun2019, the fluid delivery line had two leaking valves on each valve housing.

Manufacturer narrative:
Per completion of the investigation, bd has determined that this event is not reportable as only two valve sets were leaking, therefore this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the evaluation of a loaner unit on (B)(6) 2019, the fluid delivery line had two leaking valves on each valve housing.